Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are gff, gfa and hsz. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery/hardware explant surgery on (B)(6) 2015, the 2.5 drill bit was broken and a fragment was left in the patient. The need for revision surgery is addressed and reported separately under (B)(4). This complaint addresses the broken drill bit event. This report is 1 of 1 for (B)(4).